Event description:
It was reported, after an initial right hip arthroplasty the post op x-rays revealed that the trilogy screws pulled through the g7 cup. No revision case scheduled at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006530- bone scr 6.5x30 self-tap- j7021983; 010000663-g7 pps ltd acet shell 52e-6944238; 110024463- g7 dual mobility liner 42mm e- 186810; unknown-unknown head-unknown; unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00282. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via radiographs reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.